Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: kwp, mni, nkb, kwq. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the surgeon was inserting rods for a ¿dry-fit¿ before cement injection and discovered that the saddle inside of the poly head of the screw had been broken. This would not allow the rod to seat in the poly head and would also make attachment of the cement cannulas impossible. There were no broken fragments. The screw was removed without issue and another was inserted. The procedure was completed successfully with no surgical delay reported. There was no patient consequences or outcomes reported. This report is for one (1) 5.5 ti cort fix 6x45mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a manufacturing record evaluation was performed for the finished device product code: 186731645; lot number: 156729. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: september 13, 2017. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the 5.5 ti cort fix 6x45mm, p/n: 186731645. A dimensional inspection was unable to be performed due to device design. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the 5.5 ti cort fix 6x45mm, p/n: 186731645 was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.